Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the scissors on the vasoview 7 xb were not working. They were broken at the proximal end. A new kit was used to complete the procedure. There were no patient effects. The lot number is unknown. The product is returning.

Manufacturer narrative:
Investigation: a visual inspection revealed that the scissors shaft was detached at the hub. There was some evidence of blood on the device. Based upon the visual observations and the functional test, the reported complaint was confirmed on (B)(6) 2010. (B)(4).